Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). Other tests run on the patient sample had no issues. The sample initially resulted as 3000 pg/ml accompanied by a data flag. The initial result was reported outside of the laboratory. The result was higher than the doctor expected since the patient is waiting for ovulation stimulation. The sample was then repeated, resulting as 37.73 pg/ml. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number was 217313. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing and this was within specifications. He checked the mixer. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Both quality control levels trended low, but were within specifications. The calibration signals were within expectations. The one month calibration interval was exceeded. No general reagent issue was evident. The alarm trace showed several sample clot related errors on the day of the event. Possible root causes for this event may be related to sample quality, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.